Manufacturer narrative:
MFR reference # (B)(4).

Event description:
Clinical follow-up was received on 09/13/2017 and the surgeon reported the following details. Intraoperatively there was excessive patient movement. The stent appears to be located posterior to the trabecular meshwork. The patient has been monitored, and there has been no adverse impact. Currently the patient is doing well on drops. The event was reported as resolved.

Manufacturer narrative:
The device remains implanted in the patient and is not available for return. Device and patient identifiers were not provided. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. Malpositioned stent is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
After visualizing the stent on postoperative day one, the surgeon reported that it may have been placed posteriorly, possibly in the ciliary body band. During the stent implant, there was patient movement of the eye. The glaukos medical monitor provided treatment options on (B)(6) 2017, which included repositioning the stent if it is easily visible, or leaving it in place if the intraocular pressure (iop) remains stable. The patient may need to resume preoperative medications for iop control. Additional information has been requested.